Event description:
During a scheduled rod revision procedure, it was noted that the lumbar screws at l2-l3 were loose. Screws were removed and replaced with larger diameter screws. Pt had outgrown previously implanted rods. Scheduled rod revision was to remove the shorter rods and replace with longer rods. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.